Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 420 mg/dl with polydypsia associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the bolus totals did not match. The basal delivery totals in the total daily dose matched the active basal program and were as expected and the basal history matched the active basal program settings. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/20/2015 with the following findings: the bolus history showed 0.00u of a programmed 1.80u bolus delivered on 11/12/2014 at 21:14; followed immediately by a fully delivered 3.00u. A normal 10u bolus and a 10u audio bolus were performed and were both fully delivered and accurately recorded in the pump history. There was no hypersensitivity to the buttons on the keypad observed. The total daily doses (tdd) correctly showed 20.0u for boluses. On 12/07/2014 at 22:36 there was an unexplained pump reboot; deliveries resumed 12/08/2014 at 23:23. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.